Manufacturer narrative:
The device in question was not returned to walkmed infusion for product evaluation therefore restricting any further failure investigation. The customer has chosen to not send the device to walkmed infusion for evaluation as they feel that they have resolved the issue. As reported by the customer, "regarding the previously reported issue with the walkmed pumps, we have found that since switching out the tubing, we have not had any further issues with infusion run times. At the present time we will not be sending any of the following pumps back for service. If we encounter this problem in the future, we will contact you to report any issues. Thank you for following up with the previously reported infusion pump concerns." Customer does not want to return device.

Event description:
Walkmed infusion was notified of a reported concern regarding excess flow or over-infusion. The customer stated the device in question would free flow and/or would allow the dripping of fluid 15-20 drips per 15 seconds instead of the 6 drips per 15 seconds which the customer had expected to observe.